Event description:
It was reported that during the implantation of a bifurcated device and an infrarenal aortic extension, the radiopaque tip became detached from the infrarenal aortic extension delivery system. Reportedly, a resident physician did not experience any tension while retracting the inner core post deployment of the aortic extension. The physician indicated that patient presented with some tortuosity and calcification which, might have contributed to the event. The physician removed both the introducer sheath the delivery system and the tip successfully. A second infrarenal aortic extension was used to complete the procedure without any further complications. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
The device was not returned for evaluation; however based upon the picture received showed the broken inner core polyimide tubing, the reported event was confirmed. The root cause for the reported issue could not be identified although the clinical assessment suggests that the failure was a consequence of the adverse anatomy. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A clear root cause could not be determined based on the available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.